Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during insertion of a 95 mm znn lag screw on (B)(6) 2017 the grooves of the screw broke, which caused a surgery delay of 30 minutes. The surgery was successfully completed with a 90 mm znn lag screw. No parts of the broken device remained in the patient.

Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the event occurred on (B)(6) 2017.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: as the surgeon tried to insert the lag screw, the groove on the screw which was holding the lag screw inserter, broke. It had to be replaced by another screw of 90 mm size which caused a delay of 30 minutes during surgery. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis visual examination: the lag screw and a set screw were returned for investigation. The visual examination shows that the lag screw tabs were broken. The broken two pieces have not been returned. There are massive circular marks visible on the thread and also on the shaft. Review of product documentation: the correct implantation of the znn nailing system is described in the surgical technique. Conclusion summary: possible causes for the breakage of the lag screw tabs/slots: a not fully engaged and securely connected lag screw inserter/ lag screw retaining shaft. If the contact surface of the instrument and implant is too small, too high forces will be transmitted on the cams which leads to a fracture of this section. Pathogenic bone diseases (e.g. Bone tumor) which affect mechanical properties of the bone (harder/ denser bone substance) the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).